Event description:
It was reported that there was a catheter break that required partial explant and replacement. The patient experienced increased spasticity at an unknown location. Diagnostic testing /troubleshooting of the side port found the cap (catheter access port) was blocked and had no flow. A portion of the spinal catheter segment was tied off; the other portion and the complete pump catheter segment were replaced. The explanted catheter segments were discarded by the customer. The patient recovered without permanent impairment. The pump was used to infuse baclofen (unknown). Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8703w, serial # (B)(4), implanted: (B)(6) 2000, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).